Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported kink and separation were confirmed. The reported resistance with the guiding catheter could not be tested due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed report, the following additional information was received: the procedure was to perform percutaneous coronary intervention for treatment of an unspecified coronary vessel. After advancing the 3.5x20 trek rx balloon dilatation catheter (bdc) into the unspecified 5fr guiding catheter, resistance was felt against the guiding catheter, force was applied, the distal shaft became kinked, and the distal shaft separated. As the separation occurred during advancement in the guiding catheter, the bdc was simply withdrawn. The procedure was successfully completed using the same guiding catheter with another unspecified device. There were no adverse patient effects and no occurrence of a clinically significant delay. The abbott vascular returned goods lab received the 3.5x20 trek rx bdc proximal portion without its separated distal shaft portion returned. Additional information received confirmed that the correct device was returned and that the missing distal piece was not left inside of patient anatomy; it was discarded. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat an unspecified vessel, when advancing a 3.5 x 20 trek rx balloon dilatation catheter (bdc) into an unspecified guiding catheter, the balloon catheter separated. The device was removed. There were no adverse patient effects. No additional information was provided.